Event description:
Caregiver alleges the chair will not stay charged and that the wrench was lit up on joystick. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m41sr20r, serial number/date (B)(4) is approximately 1 year 5 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the m41sr20r power chair will not stay charged. A wrench was allegedly lit on the joystick screen. The dealer came to the consumer's residence for a service call and replaced the charger. No injury alleged.